Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the coating on the jaw of the device came off inside the leg. It was retrieved through the original incision without any problems. No add'l incision was done. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection shows that the silicone cold jaw boot had a small piece missing. Therefore the complaint is confirmed. A lhr review was completed for the product, there was no nonconformance associated with the lot number.